Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a shaft fracture occurred. The physician deployed promus stents in the left anterior descending (lad) artery and the diagonal (dx) branch. To post dilate the stents the physician used a kissing balloon technique and advanced a 3.0x15mm apex balloon to the lad and then attempted to advance the 2.0x15mm apex balloon into the dx branch but could not advance it through the guide catheter. The physician pulled the 3.0x15mm balloon back into the guide catheter and was then able to place the 2.0x15mm balloon into the dx branch. The physician then put the 3.0x15mm balloon back into the lad and successfully dilated the stents. During removal of the 2.0x15mm balloon, resistance was met and the shaft fractured outside the patient. The physician removed the guide catheter and balloon as one unit. This completed the procedure. There were no patient complications. Patient status is reported as "fine".

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a shaft fracture occurred. The physician deployed promus stents in the left anterior descending (lad) artery and the diagonal (dx) branch. To post dilate the stents the physician used a kissing balloon technique and advanced a 3.0x15mm apex balloon to the lad and then attempted to advance the 2.0x15mm apex balloon into the dx branch but could not advance it through the guide catheter. The physician pulled the 3.0x15mm balloon back into the guide catheter and was then able to place the 2.0x15mm balloon into the dx branch. The physician then put the 3.0x15mm balloon back into the lad and successfully dilated the stents. During removal of the 2.0x15mm balloon, resistance was met and the shaft fractured outside the patient. The physician removed the guide catheter and balloon as one unit. This completed the procedure. There were no patient complications. Patient status is reported as "fine".

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located approximately 24cm distal to the strain relief. A microscopic examination of the break site found that the break occurred as a result of a severe kink in the hypotube. Both sections of the hypotube were kinked at various locations along their lengths. An examination of the distal shaft found that there was a jagged tear in the inner and outer extrusions from the port to approximately 3cm distal to the port. An examination of the balloon found that the balloon was deflated but was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).